Manufacturer narrative:
A philips field service engineer (fse) went to the customer site to test and validate the monitor. No logs were available for the original incident due to time passage between the actual incident and the site visit. When checking the intellivue mp5 patient monitor, the fse found that the customer was using orange tagged or leadsets for the ECG. These cables are not approved for respiration, therefore incorrectly causing apnea alarms because the monitor reports no respiration. The clinical staff was informed accordingly. The mp5 patient monitor rel. G.0 instructions for use (IFU) clearly state in the chapter "monitoring respiration rate (resp)": to monitor respiration, use only the non-or ECG accessories listed in the resp section of the accessories chapter. You cannot measure respiration if you are using an orange or ECG cable set. This is because of the higher internal impedance of the or cable set, required for use if electro-surgery is being performed. The fse replaced the lead sets with correct leads, and the monitor operated as specified and expected. No product malfunction occurred. During the investigation it was revealed that the customer did not allege the involvement of the intellivue mp5 patient monitor in the patient's death.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient was found dead after several minutes with an asystole alarm and feels that the equipment is alarming inappropriately with excessive alarms. A patient expired. The customer indicated that the patient was dnr.